Event description:
It was reported that the patient notifier was received due to the securesense alert. During device interrogation non-sustained lead noise was observed. The device was intermittently undersensing the sinus qrs immediately after the premature ventricular complexes on the discrimination channel. Programmed parameters changes were made previously. Securesense was switched off and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.